Event description:
The tps universal driver was sent for eval because, it was smoking. No further info was provided by the user facility.

Manufacturer narrative:
Corrosion damage within the internal components of the device was identified as the probable cause of the device overheating. Corrosion within the device can lead to high amp draw, which can lead to smoking due to burnt flex strip.